Event description:
Patient received therapeutic shock after being admitted to the hospital for an unrelated issue. The wcd system was taken off by hospital staff after the therapeutic shock. Wcd role in the event is pending additional medical information and/or pending evaluation of to-be-returned device.